Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was selected for intravascular ultrasound examination. During preparation, the ivus catheter was unable to be flushed and air was observed. The product was not used, and the procedure was completed with an alternative device. There were no patient complications and the patient fully recovered.